Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service. Date of event is estimated.

Event description:
It was reported that the patients ipg was nearing its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.